Event description:
It ws reported that a patient was burned on both the right hand and the right thigh during a scan. The technologist stated that the patient's hand was in direct contact with the patient's thigh during the exam. The patient burn developed open lesions the following day. The technologist stated that no padding was used during the scan with this patient. The operator's manual clearly states in two places, in print and pictures, how the padding is to be used and the placement of these pads.